Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump failure. A functional check showed that the circulation pump would not generate pressure. The device was not returned for evaluation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A functional check showed that the circulation pump would not generate pressure. Biomed stated they would order and replace the pump onsite. Per follow up information received on 14sep2022, there was no patient involvement was reported. Biomed would replace circulation pump onsite.

Event description:
It was reported that the arctic sun device would not fill. A functional check showed that the circulation pump would not generate pressure. Biomed stated they would order and replace the pump onsite. Per follow up information received on 14sep2022, there was no patient involvement was reported. Biomed would replace circulation pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.